Manufacturer narrative:
(B)(4). Insulin pump was received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, stained end cap sticker, and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that plastic around the reservoir compartment is coming off in pieces. The customer¿s blood glucose level was 180 mg/dl. The customer was assisted with troubleshooting. Customer stated missing segments near the lip of the reservoir chamber. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.